Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial:(B)(4), batch:a000107390.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention is planned later to address the issue. Investigation was unable to determine which lead is at fault.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 and the lead was explanted and replaced

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.